Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully was expanded. Distal tip was opened and torn. Distal tip material was missing. Material stretching was observed at the torn location. Imagery was provided for review. The provided imagery was evaluated and the following was observed: distal tip was opened and torn. Separated tip material not visible. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn, components separate during use and difficulty advancing through sheath were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in an existing investigation and/or by other manufacturing related factors being investigated. Although it was reported mild calcification and tortuosity, and a minimum luminal diameter greater than 8 mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors such as challenging anatomy or non coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in canada, a 29mm sapien 3 ultra resilia valve was implanted in aortic position by transfemoral approach. During the procedure, increased resistance was noted as the 29mm commander delivery system was exiting the distal end of the 16f esheath plus. The valve was successfully implanted. The sheath was not torqued, and there were no difficulties with delivery system withdrawal or sheath removal. However, after inspection of devices, the distal tip of the sheath was torn and completely separated. No injury occurred, no actions were required at that time, and the patient remained in stable condition after the procedure. As per evaluation of the provided pictures, the distal tip of the 16f esheath plus was torn and separated.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.